Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of photos indicated various fill lines on the tubes. Additionally, 100 retained samples from the bd inventory were visually inspected and no various fill lines were found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the , the device experienced incorrect fill line position. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: fill lines different places in tubes. Please find attached photos. Our direction is to fill tubes to fill line. Now they have to take samples away from use.